Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported the l1 drg lead was fractured and confirmed via x-ray. Surgical intervention was undertaken wherein the l1 lead was replaced and therapy restored.

Manufacturer narrative:
The report event of lead fractured was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken. Reason for the event remains unknown.